Event description:
During ablation in a procedure, it was reported that the coolflow pump shut down and restarted by itself many times with all the led¿s lighted on and on stockert 70 rf generator, appeared ¿check the coolflow¿ legend. The procedure was cancelled with no patient consequences. On (B)(6), received additional information requested from the bwi representative stating that the procedure was cancelled and therefore, rescheduled. At that time, the patient was under general anesthesia and a transseptal puncture was already performed. The case was only cancelled due to the product issue. The physician did not consider cancelling the procedure a potential risk to this patient however, thought there were potential risks for the patient due to this malfunction. The patient did not require extended hospitalization, there were no consequences. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) of 2013.

Manufacturer narrative:
Investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation procedure, it was reported that current leakage error was displayed on the during ablation in a procedure, it was reported that the coolflow® pump shut down and restarted by itself many times with all the led¿s lighted on and on stockert 70 rf generator, appeared ¿check the coolflow¿ legend. The procedure was cancelled with no patient consequences. This is a safety feature of the pump that does not allow the device to be used in order to avoid patient injury. The chance of this failure resulting in any patient injury is remote. During repair of the device, the power supply and cable assembly were replaced to address the issue reported. The device was also subjected to preventive maintenance, safety, and functional testing where the device passed all specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed.